Event description:
Co sells and services new anesthesia machines, and does fine with this. They also take used equipment in on trade or purchase (two different co's) and resells it; both for human and animal use. Many times the equipment is resold and sent out with just a prefunctory check and no real service or clean up. These machines are one of the most dangerous pieces of equipment in the hosp, and even with proper maintainance are a liability concern. Recently a mahcine was delivered to a vet with this minimal or non exsistent service. The vet promptly killed several animals he was attempting to sedate. Apparently the vaporizers on this machine were never calibrated resulting in a lethal % of anesthetic agent being delivered.